Event description:
The event is reported as: complaint alleges that the circuit has tears in the tubing at the connection of the circuit. The alleged defect was noticed by the respiratory therapist during testing prior to pt use. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) was previously reviewed under another similar complaint. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR show that the product was assembled and inspected according to specification. The customer complaint was not confirmed. However, based on similar complaints a scar # (B)(4) was opened. The customer complaint was not confirmed due to the lack of product. The root cause could be related with tears in the corrugated tubing. The issue is originated in the corrugated tubing extrusion process. A scar was opened in order to document the root cause and corrective actions. If the sample becomes available, a follow-up report will be submitted.